Event description:
It was reported that approximately a week and a half after a device change out, that an alert went off for the right ventricular (rv) lead superior vena cava (svc) coil having impedance greater than 200 ohms. During a clinic check the impedance measurements varied for both the rv and svc coils. It was noted that there was no noise seen on the electrogram and the trends showed the impedance had been stable for a few days after the device change out until the impedance began to show variance and higher measurements. An x-ray was taken of the rv lead and connections at the device header and the x-ray was unremarkable, so the rv lead will continue with routine follow up. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.